Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part: 323.055. Lot: 8087197. Manufacturing site: hägendorf. Release to warehouse date: october 16, 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the 1.6mm wire sleeve (part #: 323.055, lot #: 8087197) was received at us customer quality (cq). The returned wire sleeve was investigated, and it was observed that the shaft was bent. No other issues were identified with the returned device. Device failure/ defect identified: yes. Dimensional inspection: outer diameter: d = 2.8 -0.04 /-0.07 mm caliper: ca122p measured drill bit diameter = conforming complaint confirmed? Yes. Conclusion: the complaint condition is confirmed for the received device. No definitive root-cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that upon routine inspection of the office loaner on (B)(6) 2020, the two 1.6mm wire sleeves were found to be bent. There was no patient involvement. This report is for a 1.6mm wire sleeve. This is report 1 of 2 for (B)(4).